Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on the pace/sense and shock channels of the right ventricular (rv) lead. The noise was not reproducible with isometric and pocket manipulations. A pause in pacing greater than three seconds was observed in the pacer dependent patient, however, no symptoms were reported as a result. Current lead measurements were stable and within acceptable limits. Upon further review, the noise appeared to be a result of electromagnetic interference (emi), as the patient with this device works in the construction field. The sensitivity of the rv lead was decreased and the physician has scheduled defibrillation threshold (dft) testing.